Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier.

Event description:
It was reported that this right ventricular lead exhibited low sensing and low amplitude. Troubleshooting options were discussed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited low sensing and low amplitude. Troubleshooting options were discussed. This lead remains in service. No adverse patient effects were reported.